Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process.

Event description:
Boston scientific received information that a family member of this patient called boston scientific technical services and reported the patient had died. The patient had bacterial pneumonia; it got into the blood stream and it was suspected that it had gotten to the device and heart. The family noted that since a magnetic resonance imaging test was unable to be done, it could not be confirmed. It was not reported if the device system was explanted or if it would be returned; at this time no products have been received. The following clinic was contacted and they were unable to provide any additional information and were unaware that the patient had died. As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.